Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The testing of the returned control pc board has not reproduced the technical errors. Evaluation of the received device logs confirms the generation of the technical error codes and also clinical alarms indicating that ventilation stopped. Prior investigation of similar events have showed that the reported technical error codes most probably is sw related. The analysis of the logs show that the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was an exceeded response time that caused the technical errors.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).